Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s908usqs8fyf2 hardware: sm-s908u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s spouse reported that, after an unspecified duration of pod wear, the patient experienced elevated blood glucose levels and was subsequently diagnosed with diabetic ketoacidosis (dka) sometime in (B)(6) 2025. The specific date of the event and blood glucose values were not reported. The event date provided in this report is approximate. No additional information regarding the event was provided, and multiple good-faith attempts to obtain further details were unsuccessful. It is unknown whether the patient was admitted to the hospital, the duration of any potential hospitalization, whether any additional diagnoses were made beyond dka, or what treatment, if any, was received from healthcare professionals. No further information is available. The pod involved is no longer available for investigation.